Manufacturer narrative:
(B)(6). PMA/510k #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney, they can open the basket of the ngage nitinol stone extractor in the kidney and remove a stone. After the first pass through the port hole of the scope, the basket no longer opens properly, and when trying to place the device back into the scope it won't go into the port hole because the basket is deformed. A new cook basket was opened to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The returned packaging confirms lot number 8518339. The device was returned with the handle and the basket formation in the open position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Functional testing determined the handle actuates the basket formation to the opened and closed positions. Visual examination noted when the basket formation was in the closed position, there is a gap in the basket wires. The support sheath is slightly bowed. There are no kinks in the basket sheath. The basket formation appears symmetrical. It is possible, that the basket wires were stretched by a large stone, causing a gap when the basket formation is in closed position. Results of the investigation confirmed the customer¿s problem statement. A review of the device history record found there were no non-conformances related to this reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8518339. According to the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that would not close fully; there is a gap in the basket wires. The definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.